Event description:
The customer reported that the 2800 system hard drive needed to be replaced. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The hard drive was replaced and the system software was reloaded. The system was tested and operates as intended.